Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found the brake cable stuck in the bearings, and the brake casters not holding. The technician replaced the brake bearings and the brake and, steer casters to repair the bed.